Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Reportedly, the customer needed to press the wake button with force before the pump screen turned on. Customer¿s blood glucose was 170 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.